Event description:
Pt is a 62 yr old female who underwent total knee arthroplasty during 1987. She reported experiencing pain of the right knee for several yrs, increased with weight-bearing activities & associated swelling. Preoperative radiographs, performed in the surgeon's office revealed narrowing of the joint space or fracture of the polyethelene spacer. Due to the pt's pain, she was admitted to the hosp for revision of the right total knee. Intraoperatively, the tibial articular surface was found to be broken. All knee components were revised.